Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic, an alert for high, out of range hv lead impedance was observed. Further testing was recommended. No further information is available.